Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. In addition, it was reported that the device was beeping in response to the out of range measurement. The patient was brought into clinic for further evaluation where no lead issues were found. The rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. In addition, it was reported that the device was beeping in response to the out-of-range measurement. The patient was brought into clinic for further evaluation where no lead issues were found. The rv lead remains in-service. No adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed the presenting as well as previous out of range measurements and noted that though, out of range, they remain stable. Additionally, the shock electrogram (egm) displayed noisy signals on the shock channel. Ts provided troubleshooting recommendations. At this time, the rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. In addition, it was reported that the device was beeping in response to the out-of-range measurement. The patient was brought into clinic for further evaluation where no lead issues were found. The rv lead remains in-service. No adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed the presenting as well as previous out of range measurements and noted that though, out of range, they remain stable. Additionally, the shock electrogram (egm) displayed noisy signals on the shock channel. Ts provided troubleshooting recommendations. At this time, the rv lead remains in-service. No adverse patient effects were reported. Additional information received indicates that the shock impedance increased. Additionally, there was a vibration reported in the pocket. It was noted that the patient was undergoing chemotherapy. Ts performed a data analysis and noted that the impedance increased several times. It varied from normal to saturated. The shock vector has consistently programmed to one vector. The cause of the changing measurements is unknown. The findings were communicated to the clinic. The lead remains in use. No adverse patient effects were reported.